Manufacturer narrative:
(B)(4). Manufacturing date -- january 22, 2016 ¿ january 25, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor infused the entirety of the medication within 23 hours instead of 46. The total fill volume was 230ml. The folfusor was filled with 76ml of 5fu and diluted with g5%. There was no patient injury or medical intervention associated with this event. No additional information is available.